Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. Immediately preceding the discovery, the patient received a fill complication error during fill two of peritoneal dialysis therapy. The patient stopped treatment and upon removing the cassette, discovered fluid within the cassette compartment of the cycler. The cause of the leak was unknown. The patient finished their treatment using manual supplies. The next day, the patient attempted to use the cycler for their next therapy but received a make sure heater bag is on heater tray alarm during fill one of therapy. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient was able to continue with their treatments using manual supplies. The patient did not develop any symptoms or require medical intervention as a result of the leak. The cassette used at the time of the reported leak had been discarded and is not available for physical evaluation. The patient received a replacement cycler and has been able to continue with peritoneal dialysis therapy without complication. Additional information was requested but was not available.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An internal and external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A glucose test was performed and came back positive. A simulated treatment was completed on the cycler without any failures or problems. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.